Event description:
A report was received that the doctor had implanted a memorylens in the patient's right eye in 2001. Upon exam the next day, the doctor noted that the edge of the lens appeared fractured and underneath the main part of the lens. The doctor explanted the lens on the second day after implantation, and replaced it with another memorylens. The patient's prognosis was good, with some irritation present from the second procedure.